Event description:
It was reported that the pt complained of pain so the surgeon revised.

Manufacturer narrative:
The other device listed in this report is an unk femoral head. It was noted that the hosp will not release pt info. Add'l info has been requested and if provided will be submitted in a supplemental report.